Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03153. The patient had 2 model 3186 leads. One (lot 244557) was located in the occipital area (off-label). It was reported the patient was experiencing ineffective stimulation and lead migration (date of event is unknown). As a result, the scs leads were explanted and replaced which restored effective stimulation. It was also reported the physician elected to explant and replace the scs ipg with a different model to take advantage of new technology, there were no allegations against the device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.